Event description:
It was reported that the tubing set leaked during a heparin infusion that was initiated at 11:01. At approximately 16:15, the rn found fluid on the floor with the heparin infusion free flowing despite that the device settings were correct. Further assessment found that there was a small hole noted in the silicone segment.

Manufacturer narrative:
Although the specific lot number for the event set was not identified, the customer reported the following lots were in stock at the time. The device history records are provided below. Device history record for model 2420-0007 lot 20013388 shows that the set was manufactured on (B)(6) 2020 with a total of 34,563 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0007 lot 19086359 shows that the set was manufactured on (B)(6) 2019 with a total of 17,283 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0007 lot 20013387 shows that the set was manufactured on (B)(6) 2020 with a total of 34,563 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0007 lot 19023154 shows that the set was manufactured on (B)(6) 2019 with a total of 23,043 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0007 lot 20015801 shows that the set was manufactured on(B)(6) 2020 with a total of 17,283 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0007 lot 18083129 shows that the set was manufactured on (B)(6) 2018 with a total of 23,043 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0007 lot 20026573 shows that the set was manufactured on (B)(6) 2020 with a total of 34,563 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0007 lot 20015821 shows that the set was manufactured on (B)(6) 2020 with a total of 34,563 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the tubing set leaked during a heparin infusion that was initiated at 11:01. At approximately 16:15, the rn found fluid on the floor with the heparin infusion free flowing despite that the device settings were correct. Further assessment found that there was a small hole noted in the silicone segment.